Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis workstation was reported to be stuck on an administrative carefusion application (cfnapp) login screen, preventing user access unless the device was rebooted. Initially a technical support specialist (tss) completed several troubleshooting steps on the station, including upgrading the remote support services (rss) package, enabling cfnapp auto-login, and performing a full station synchronization. Later a field service engineer troubleshot and confirmed the station continuously redirected back to the application after logout, with inappropriate access to windows functions under the cfnapp account. Further investigation showed group policy was inaccessible and potentially corrupted. The group policy machine folder and registry files were renamed and the system rebooted, restoring access to the group policy editor. Settings were verified to ensure the cfnapp auto-launch behavior was correct. After resolution, the system was monitored for 30 minutes and remained stable without reverting to the windows or cfnapp login screen. The system functioned as intended after the field service engineer and technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the login screen was stuck on an administrative login. The screen displayed cfnapp and did not allow anyone to log in unless the pyxis was rebooted. There were no adverse events or injuries reported based on this event.